Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced adhesions, pain, and nerve entrapment. The patient underwent a surgical revision approximately 3 years and 5 months post op.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a left inguinal hernia. The patient experienced recurrence, adhesions, pain, neuroma, nerve damage, and nerve entrapment. The patient underwent a surgical revision, neurectomy, and recurrent hernia repair with new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a left inguinal hernia. The patient experienced recurrence, adhesions, left groin and mild testicular pain, neuroma, nerve damage, nerve entrapment, numbness. The patient underwent a surgical revision, neurectomy, and recurrent hernia repair with new mesh.